Event description:
Patient reported a right side ¿rupture¿ as well as ¿capsular contracture¿, ¿hard¿ and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side ¿rupture¿ as well as ¿capsular contracture¿, ¿hard¿ and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Patient reported a right side ¿rupture¿ as well as ¿hard¿ and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported right side rupture and exchange. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on radius and posterior side assessed as surgical damage. Visibility/palpability: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White calcification observed on the surface of the shell. Observed 40 mm dark patch edge material inside gel device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, g.1, g.2, h.6.

Event description:
Healthcare professional reported right side rupture and exchange. Device has been explanted and replaced.